Event description:
It was reported that a customer's pump display was frozen on a malfunction screen and could not be cleared using the button alarm. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support, chose to reset the pump, and the issue was resolved.